Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07may2020.

Event description:
The field service engineer fse identified a proximal pressure sensor error in the error log. There was no patient involvement.

Manufacturer narrative:
G4: 10nov2020. B4: 11nov2020. D4: UDI#: (B)(4). The solenoid valve was returned for failure evaluation. Visual inspection revealed broken tubes on the body of the solenoid. Physical damaged resulted in broken tubes on the body of the solenoid valve creating the "machine pressure sensor auto zero failed" diagnostic error code. The determination failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020, b4: 13may2020. The field service engineer (fse) confirmed the failure indicating it did alarm the same error which occurred during operation checking.the fse replaced the solenoid valve to solve the pressure sensor issue. The unit passed performance verification testing and it is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.